Event description:
The customer alleges back to back results on his meter of 371 mg/dl and 123 mg/dl. No reported adverse event based upon suspect results. Controls not run. Return requested and replacement was sent.